Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via a n implantable pump for malignant pain and spine/back. It was reported that patient has been in the hospital due to hiatal hernia emergency surgery and was due to be refilled. Patient stated as healthcare provider  refilled pump yesterday in the hospital. Patient s tated they don't know if the pump was turned on or not because "I'm in a lot of pain". Patient stated mdt rep was there at hospital yesterday assisting hcp to refill pump.   Information was received from a healthcare provider via a company representative (rep) regarding a patient who was receiving unknown drug  via an implantable pump for malignant pain and spine/back. It was reported that hcp stated that patient is "in so much pain because the pump is not working." Hcp stated that the pump was filled yesterday and "they were trying to start it and were having trouble starting and the patient felt it was not working. Hcp stated that the pump was not alarming. Hcp asked for a tech to come and assist in "restarting" the pump. The patient was getting supplemental pain medication. The issue was not resolved through troubleshooting. The hcp was redirected to the national answering service.